Event description:
A malfunction on the customer's pump was reported, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the process. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if any malfunction reappeared and confirmed understanding of the instructions.